Event description:
0n units that have a dual 'ise' module, if either 'ise' module is stopped due to error codes in the range of 3313-3362, the analyzer transfers testing to the remaining 'ise' module. When this transfer occurs, the sample test results are shifted by one sample ID number in relation to the actual sample that was tested. This shift in sample identification is a concordance error. There have been no reports of injury occurring as a result of this event.